Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices, clarification of results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following deviations form the device instructions for use (IFU): flushing was not performed at precleaning. Brushing suction cylinder and biopsy channel opening was not performed at manual cleaning. The user sent the subject device to a third party for culture testing where: sampling from: biopsy channel (ch); colony forming unit (cfu): >5cfu; bacterial identification: pseudomonas aeruginosa; sampling from: air/water (a/w)-ch; cfu: <1cfu; bacterial identification: n/a; sampling from: auxiliary water ch; cfu: 2cfu; bacterial identification: pseudomonas aeruginosa. Olympus sent the subject device to a third party for culture testing where: sampling from: biopsy ch; cfu: 0cfu; bacterial identification: n/a; sampling from: a/w-ch; cfu: 0cfu; bacterial identification: n/a; sampling from: suction (s) ch; cfu: 18cfu; bacterial identification: n/a; sampling from: auxiliary water ch; cfu: 0cfu; bacterial identification: n/a; sampling from: distal end; cfu: no germs detected; bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: bending section rubber glue chipped; coloring on a/w-cylinder peeling off; coloring on s-cylinder peeling off; angulations were less than standard; white dots on image; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, contamination of both channels was detected on the evis exera iii gastrointestinal videoscope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to the local repair center for evaluation; however, the evaluation has not yet started. The olympus scope was sent to an independent laboratory for microbiological testing. According to microbiological testing result, pseudomonas aeruginosa was detected in the flushing liquids of the working channel and the water-jet channel. No antibiotic resistant organism was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.